Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 29-jun-2021, UDI#: (B)(6); product ID: 8780, serial/lot #: (B)(6), ubd: 08-mar-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 50mcg/ml at 2.4mcg/day, clonidine 50mcg/day at 2.4mcg/day, and bupivacaine 20mg/ml at 0.961mg/day via an implantable pump for unknown indication for use. It was reported that the patient did not like the pump. No environmental/external/patient factors that may have led or contributed to the issue were reported. The patient did not like the therapy. Interventions/actions that were taken to resolve the issue was a system explant. The issue resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight was 220 lbs and the patient's medical history was asked but made unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that the patient did not want the pump did not like it. The rep did not have any additional information.